Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0087033. Medical device expiration date: 2021-10-31. Device manufacture date: 2020-03-27. Medical device lot #:0153871. Medical device expiration date: 2021-12-31. Device manufacture date: 2020-06-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was foreign matter in the tube(s) biological and non-biological this event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when opening the package, two tubes have a red foreign matter on the bottom."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/25/2021. H.6. Investigation: bd received 2 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter (piece of red hemogard shield) inside the tube with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter (piece of red hemogard shield) inside the tube with the incident lot was observed. The photos and samples show 2 serum tubes containing a small piece of what appears to be a piece of red hemogard shield in the tube. Bd determined that the root cause of the indicated failure mode was attributed to a hemogard shield, where excess plastic material came from the injection molding process, which then broke off and was transferred during the tubes assembly process to the bottom of the tube. Based on a review of the device history records for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when opening the package, two tubes have a red foreign matter on the bottom."